Manufacturer narrative:
An event of 1 vascular complications adverse event which is considered serious injury was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required.

Event description:
It was reported through amulet laao registry data that amplatzer amulet devices may be related to 1 vascular complications adverse events which are considered serious injury. The relationship of the adverse events to the amplatzer amulet devices could not be determined based on the limited data received from the registry. Amulet laao registry data is reported as a summary per summary reporting exemption approval number - gen2201026. The data received indicated that the procedure date was (B)(6) 2023. Patient is 75 years old. The patient is female.